Event description:
It was reported that the study patient with a neurostimulator went in for a femur fracture repair. Upon routine urine analysis, an e. Coli urinary tract infection was discovered. The patient was asymptomatic and began azithromycin for 5 days. There were no additional patient complications.

Manufacturer narrative:
Block g4: concomitant product: model number: 1201. Serial number: (B)(6). Model description: tined lead. Unique identifier (UDI): (B)(4). Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. It was confirmed this device met manufacturing speculation prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of "infection" was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the study patient with a neurostimulator went in for a femur fracture repair. Upon routine urine analysis, an e. Coli urinary tract infection was discovered. The patient was asymptomatic and began azithromycin for 5 days. There were no additional patient complications.